Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, more than a month after catheter insertion, during use, the pharmacist reported that the patient experienced an abdominal pain due to the intraperitoneal catheter. There was medical intervention required.